Event description:
It was reported that during a percutaneous peripheral intervention (ppi) procedure a balloon rupture occurred. The 99% stenotic lesion was located in the non-calcified and moderately tortuous popliteal artery. Access was obtained through the femoral artery. The physician advanced the 2.5x40mm sterling balloon to the lesion and on the first inflation, inflated the balloon to 12atms for thirty seconds. On the second inflation, the balloon was inflated to 12atms and ruptured. There were no patient complications. The device was removed intact. The procedure was completed with another 2.5x40mm sterling balloon. Patient status is reported as "good".

Manufacturer narrative:
Device evaluation: the sterling es catheter was received in an sterling es shelf box without the inner pouch and carrier tube. It was noted during unpackaging that dried blood and contrast were present on the outer and inner surfaces of the device. Visual and tactile inspection of the balloon revealed inner shaft kinks located approximately 37mm and 39mm from the tip. Examination of the material surrounding the kink did not reveal any evidence of material or manufacturing deficiencies that would have contributed to the incident. Microscopic inspection of the remainder of the device presented no other damage or irregularities. The device was pressurized with an inflation device to 14atms for 30 seconds. There were no leaks/tears revealed with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: (B)(6). (B)(4).

Event description:
It was reported that during a percutaneous peripheral intervention (ppi) procedure a balloon rupture occurred. The 99% stenotic lesion was located in the non-calcified and moderately tortuous popliteal artery. Access was obtained through the femoral artery. The physician advanced the 2.5x40mm sterling balloon to the lesion and on the first inflation, inflated the balloon to 12atms for thirty seconds. On the second inflation, the balloon was inflated to 12atms and ruptured. There were no patient complications. The device was removed intact. The procedure was completed with another 2.5x40mm sterling balloon. Patient status is reported as "good".